Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. A complete lead was returned in one piece. Visual examination found two external abrasions breaching the outer insulation and exposing the outer coil was noted at 17.5 ¿ 17.8 cm and 34.0 ¿ 34.1 cm from the connector pin, proximal and distal to suture sleeve tie impression. The cause of external abrasions is consistent with friction to the device can and friction to another device or feature of the patient anatomy.